Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/18/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2015 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the complaint of the keypad buttons' under-responding was not duplicated. All of the keypad buttons were found to respond appropriately. The keypad cover was removed and there was no evidence of contamination found on the button contacts. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.